Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump had a cracked case on the lcd window corners and a missing end cap sticker. Unable to confirm the error alarm due to the motor error alarm.

Event description:
The customer reported a motor error alarm and a blood glucose of 270 mg/dl. The customer stated that the insulin pump was exposed to an MRI scan earlier in the day. Reviewed the alarm history, and found an error alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer also stated that the drive support cap had fallen off. Advised the customer that the insulin pump would be replaced. Nothing further was reported.